Event description:
It was reported that on (B)(6) 2026, the patient began feeling fatigued, with decreased appetite and limited oral intake throughout the day after approximately 24-36 hours of pod wear on the arm. While driving home from work at approximately 6:00 pm, the patient experienced dizziness and loss of consciousness, resulting in a motor vehicle accident. Emergency medical services measured the patient¿s fingerstick blood glucose at approximately 175 mg/dl at the scene and reported that the event may have been caused by dehydration and a decrease in blood pressure. Review of glooko data showed glucose levels in the 200 mg/dl range for several hours around the time of the event. The patient was transported to the emergency department, where she was evaluated for approximately five hours and discharged the same evening. The patient reported a diagnosis of possible hypotension secondary to dehydration. Treatment in the emergency department included intravenous fluids and pain management with toradol. Imaging studies, including a computed tomography (CT) scan and x-ray, were also conducted during hospitalization; however, no imaging results were provided. The patient reported issues with multiple recent pods in the days preceding the event, including one communication error and pod "auto off" alarms; however, the patient reported that the pod in use at the time of this medical event was functioning as intended. The patient reported current use of mounjaro 15 mg.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s918usqs6eza1, hardware: sm-s918u, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.